Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly, the cause was the pump is not functioning properly. Tandem technical support made multiple follow up attempts with the customer, no response was received. No additional information available regarding the issue.